Event description:
It was reported that during a remote follow up, undersensing was noted on the right atrial (ra) lead. Diagnostic imaging was performed and dislodgment of the ra lead was observed. Abbott technical support was contacted and the device was reprogrammed. No additional intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.